Event description:
After the surgeon started to use the yag ((yttrium-aluminum-garnet) laser to the patient's right eye. The laser was identified to not be working. Procedure was incomplete due to laser not working. Patient had to re-schedule the surgery.